Event description:
It was reported that a patient presented to the operating room for device change out due to normal eri. Fluoroscopy revealed externalized conductors on a riata lead. The lead was connected to a new device and remains implanted and in use. No electrical anomalies were detected. The patient was stable before, during and after the procedure, and will continue to be followed normally.